Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. The extension set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Further visual inspection of the filter vent under magnification did not reveal any obvious damage or anomalies. Functional testing was performed and droplets were observed flowing out of the filter¿s vent. The cause of the reported event was a damaged filter vent membrane. The root cause of the damage was not identified.

Manufacturer narrative:
Concomitant product: PICC line, therapy date (B)(6) 2015. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the filter of an IV set during an infusion of parenteral nutrition and intralipids. The PICC line was capped with a maxzero. The parenteral nutrition and intralipids were connected via a trifuse and a medline was capped with a maxzero. Although requested, additional event details are not available; there is no report of patient harm.